Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison test results of 103mg/dl using true focus meter, 83mg/dl using paramedics meter and 72mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 80-120mg/dl and expected non-fasting blood glucose test result range is 120-200mg/dl. The customer feels well and did not report any symptoms. Husband stated that on (B)(6) 2022 customer was unconscious and emt's had been called. The customer's blood glucose test result when checked by the emt's had been 39mg/dl non-fasting. The emt's were able to raise customer's blood glucose to 83mg/dl; husband did not disclose what treatment customer had received. The meter to meter comparison tests were performed at this time. The diagnosis was hypoglycemia. Customer did not need to go to the hospital. During the call, a back to back blood test was performed by the customer non-fasting and produced test result of 202mg/dl using true focus meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2023 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 103 mg/dl; date: 05-29; time: 10:44 pm; non-fasting. Result 2: 91 mg/dl; date: 05-29; time: 10:23 pm; non-fasting. Result 3: 92 mg/dl; date: 05-29; time: 07:36 pm; non-fasting. Result 4: 84 mg/dl; date: 05-23; time: 10:24 am; fasting. Result 5: 61 mg/dl; date: 05-21; time: 05:20 pm; non-fasting (not concerned.